Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box labeled batch 25681895, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire was received; the distal tip polymer jacket was damage (lifted); it remained attached to the guidewire body at distal tip section, the wire tip was not exposed. No more visual damages were found in the device.

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in an artery of the lower limb. A 300cm, 8cm v-18 control wire was advanced to cross the lesion. However, it was noted that the coating of the guidewire peeled off. The device was simply pulled out and no device fragments were left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in an artery of the lower limb. A 300cm, 8cm v-18 control wire was advanced to cross the lesion. However, it was noted that the coating of the guidewire peeled off. The device was simply pulled out and no device fragments were left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.